Event description:
Per the clinic, the patient experienced performance decrement with their baha attract system. After evaluation, the implant magnet was explanted on (B)(6) 2025 under general anesthesia, and the patient was reimplanted with another cochlear device during the same surgery for better performance.